Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) inhibits pacing and the patient experiences asystole during val salva manuever.